Event description:
It was reported that a spectrum pump displayed multiple air in line messages. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The eval confirmed (through the history log) but did not reproduce the air in line alarms. Cracks were found on the upstream sensor, which are known to contribute to false air in line alarms. The upstream sensor was replaced.